Event description:
Boston scientific received information that the patient implanted with this device was reported to suffer from migraines. The patient felt that the device was "leaking battery chemistry". It was reported that the device had declared elective replacement indicator (eri). An invasive revision procedure was performed, and the device was successfully explanted and replaced. The boston scientific sales representative inspected the outercasing of the device, which was found to be unremarkable. The device was to be returned for reliability analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.